Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and unusable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement of the pump. The customer was instructed to use multiple daily injections as a backup insulin therapy and was guided on how to put the pump into storage mode before returning it. The customer acknowledged and understood the instructions.